Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due low blood glucose readings of 31 mg/dl. Customer also reported an issue with sensor glucose versus blood glucose readings. Customer stated that he received thirty four false low alerts and eventually began to ignore them, leading to the hospitalization. Customer stated that he experienced low blood glucose readings when he was driving and was involved in a car accident. Customer further reported that he once had a low predict alert and before he could check his blood glucose readings he received a high predict alert. Customer recent blood glucose reading was 142 mg/dl. No further information reported.